Manufacturer narrative:
We are in the process of performing the investigation and obtaining the device specifics. A f/u report shall be submitted upon completion of the eval.

Event description:
During an unrelated abdominal surgery a surgeon noticed that there were adhesions to the mesh placed 18 months prior. Adhesions removed. No pt injury.